Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. During investigation testing, the driver exhibited a fault alarm immediately upon startup, but passed all pressure test requirements, which included cardiac output, rap (right atrial pressure), aop (aortic pressure), pap (pulmonary arterial pressure) and lap (left atrial pressure) performance metrics associated with nominal normotensive and hypertensive settings. The customer-reported fault alarm was duplicated. Review of the alarm history (eeprom) revealed a fault alarm that is indicative of a potential failure of the u22 pressure sensor on the main pcba (printed circuit board assembly) and is consistent with the reported fault alarm. Further investigation of the main pcba confirmed that the root cause for the reported fault alarm was a failure of the u22 pressure sensor on the main pcba as a result of corrosion on the internal bond wires. The main pcba was replaced, and the freedom driver passed all final performance testing. Syncardia has initiated a corrective action (CAPA) to address and prevent u22 pressure sensor failures. This failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.